Event description:
Nt821731c - buretrol stopcock breakage. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). The lot number of the affected device was not provided by the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Risk management review: a review of (B)(4) medical device hazard analysis (rev 12), identifies the hazard situation as "4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve)." The risk level is considered moderate. Based on complaint of "buretrol stopcock breakage." This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information regarding the failure. Additional testing and evaluation could not be performed as the product was not returned. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). Per (B)(4) - risk analysis spreadsheet - eds 3 external drainage system hazard 4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve). Effect (harm): over drainage/under drainage of csf. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Further investigation to be carried out.

Event description:
Nt821731c - buretrol stopcock breakage. No injuries.